Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the device had impedance greater than 4000 ohms. Amps were increased and multiple reconnections were tried, without resolving the problem. The device was explanted and was returned for analysis.